Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl, nor did the continuous glucose monitor read ¿high.¿ the customer followed instructions from technical support to troubleshoot the issue by adjusting tubing and delivering boluses, ultimately resolving the matter by replacing supplies and resuming regular insulin therapy.